Event description:
During procedure when the enseal cautery was in use, heatlh professional noticed sparks at the tip of the enseal handpiece when the device was active. When changed to a new device with different lot number, no further problems were observed. Enseal handpiece sequestered with box and label included to manager. No apparent injury seen inside abdomen.